Event description:
Customer reports obtaining results of 307mg/dl and 130mg/dl on the same device within 5 minutes. No action was taken based on device results. No adverse event reported and no treatment received. No valid quality controls were used. Requested return of suspect device and replacement was sent.